Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported red blood cells (rbcs) in the platelet recirculation line following the addition of pas/isoplate. All mini centrifuge clamps were closed. Terumo bct clinical support instructed to follow their process and informed the cause maybe a clamp that was not completely sealing the tubing. Their process for rbcs in the tubing following isoplate addition is to qc the product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. The wbc count is not available, at this time.

Event description:
Information regarding the wbc count and disposition of the product was unavailable from the customer.

Manufacturer narrative:
Root cause: a definitive root cause for the suspected rwbc contamination was unable to be determined. Based on previous investigations of similar nature, the failure is likely the result of the following causes: misassembly of the mini pinch clamps on the centrifuge line. Tubing threaded through the mini pinch clamps was askew both of these scenarios can result in the centrifuge contents entering the collect bag.